Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 with coolsculpting to the bilateral upper abdomen using a coolmax applicator. The patient was treated on (B)(6) 2018 with coolsculpting to the bilateral lower abdomen using a coolmax applicator. The patient was treated on (B)(6) 2019 with coolsculpting to the bilateral bra roll/flanks using a coolcurve applicator. Following the first treatment, the areas developed firmness and visible enlargement and began progressively worsening over the course of a year. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the bilateral upper abdomen, left lower abdomen, and bilateral bra roll/flanks with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following additional information has been added to the b5: allergan received a report that a female patient was treated on (B)(6) 2018 with coolsculpting to the bilateral upper abdomen using a coolmax applicator. The patient was treated on (B)(6) 2018 with coolsculpting to the bilateral lower abdomen using a coolmax applicator. The patient was treated on (B)(6) 2019 with coolsculpting to the bilateral bra roll/flanks using a coolcurve applicator. Following the first treatment, the areas developed firmness and visible enlargement and began progressively worsening over the course of a year. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the bilateral upper abdomen, left lower abdomen, and bilateral bra roll/flanks with paradoxical hyperplasia (ph). The annex a code has been updated from a26 to a24. The annex c code c19 has been added.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 and (B)(6) 2018 with coolsculpting to the bilateral upper abdomen and bilateral lower abdomen using a coolmax applicator and developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 and (B)(6) 2018 with coolsculpting to the bilateral upper abdomen and bilateral lower abdomen using a coolmax applicator and developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.